Event description:
Device 1 of 2: MFR. Reference report: 3006705815-2019-01103.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-01103. It was reported that the patient's leads had migrated and the patient was not receiving adequate therapy. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively. Issue resolved.